Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clips devices were used during a colonoscopy procedure for post polypectomy closure performed on (B)(6) 2024. During the procedure, two clips were placed on a 1.5cm post polypectomy site. The procedure was completed successfully, and no bleeding was observed. It was reported that the patient never stopped aspirin prior to procedure and continued the aspirin after the procedure. Five days later, the patient reported acute bleeding and returned for a repeat colonoscopy. The physician discovered minor bleeding outside of the deployed clips. Both clips were still in place with tamponade. The physician went ahead and placed more clips at the bleeding site. The patient has fully recovered.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf impact code f2202 captures the reportable event of endoscopic procedure.